Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the device was exposed to magnetic field at the airport. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind process due to a corroded motor home switch.